Event description:
It was reported that the patient came into the hospital due to an audible alert from their cardiac resynchronization therapy - defibrillator (crt-d) device. Review of transmitted data indicated that the alert was falsely tripped due to a known device firmware issue. Data review also indicated some t-wave oversensing (twos) was observed on the right ventricular (rv) lead during ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 5076-52 implantable pacing lead 2008 (B)(6); 419588 implantable pacing lead 2013 (B)(6). (B)(4).